Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp could not be released from the delivery catheter. An attempt to redock the device was performed; however, due to a potential tether issue, the confirmation click was not achieved and redocking was unsuccessful. The lp and delivery catheter were removed during the same procedure and replaced with a new lp and delivery system. The procedure was completed, and there were no patient consequences.

Manufacturer narrative:
Reported event of docking issue was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.